Event description:
It was reported that the device was explanted following a lead polarity switch to unipolar, seen at a follow-up appointment. The pocket was reopened, and it was noted that the connector pin was not pushed all the way into the device. In the process of reconnecting the lead, the setscrew broke, requiring the implant of a new device. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found. It was reported that the device was explanted following a lead polarity switch to unipolar, seen at a follow-up appointment. The pocket was reopened, and it was noted that the connector pin was not pushed all the way into the device. In the process of reconnecting the lead, the setscrew broke, requiring the implant of a new device. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications device operated according to specifications device breakage connection error.